Manufacturer narrative:
Updated fields- b4, b5, b6, b7, g3, g6, d10, h1, h2, h6 (health effect ¿ impact codes), h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had faulty motherboard. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, component codes, investigation conclusions) the hospital requested a third-party repair service, but no further information was provided. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: b5, d10.

Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump (iabp) had faulty motherboard (front panel) an automatic inflation fault was reported during operation. No patients present. Therefore, no patient involved and no adverse event reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1 (initial rep name), h6 (medical device ¿ problem code, component codes).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had faulty motherboard. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Third-party repair, unclear what parts were replaced. All functional and safety checks are meet to factory specifications performed and device is returned to use.

Event description:
N/a.